Manufacturer narrative:
Pump performed within specifications. Cuff performed within specifications. Balloon pressure not within specifications.

Event description:
The aus device was removed from the pt due to infection.